Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the burr got stuck on wire. A 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 1.25mm rotalink plus and rotawire drive were selected for percutaneous transluminal coronary rotational atherectomy (ptcra) procedure. The rotalink plus was prepped and platformed at 180000rpm outside the patient. After the second ablation, the device was removed and it was noted that the burr got stuck with the rotawire. The procedure was completed with another of the same device. There were no patient complications and the patient was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotablator rotalink plus atherectomy device. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device presented no damage or irregularities. Functional testing was initially performed using the returned rotawire. During testing, the returned rotawire was able to be removed with resistance but was not able to be reinserted due to a kink in the proximal end of the wire. In order to determine the functionality of the rotablator device, additional testing was performed using a test rotawire. The test rotawire was able to be fully inserted and removed from the rotablator device with no resistance or issues. Inspection of the remainder of the device, revealed no damage or irregularities. E1: initial reporter city: (B)(6).

Event description:
It was reported that the burr got stuck on wire. A 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 1.25mm rotalink plus and rotawire drive were selected for percutaneous transluminal coronary rotational atherectomy (ptcra) procedure. The rotalink plus was prepped and platformed at 180000 rpm outside the patient. After the second ablation, the device was removed and it was noted that the burr got stuck with the rotawire. The procedure was completed with another of the same device. There were no patient complications and the patient was good post procedure.